Event description:
During a pci treatment procedure, the maverick2 monorail 15x2.0mm balloon ruptured at ten atms. Details regarding the lesion being treated were not provided. The maverick2 monorail balloon was removed and the procedure was completed. No pt injuries or complications were reported. Pt status is reported as 'good.'